Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the item was produced. Fracture analysis is initiated.

Event description:
Translation: pain left femur without noticed trauma, limited mobility, instability of femur.

Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the item was produced. The fracture analysis determined a fatigue fracture. Lines of rest were visible. The surgery reports describe large bone situtation and poor bone quality: "the largest size of implant seemed to small for patient." "It was feared that no good result can be achieved due to poor bone quality." The bmi of patient is 45,3. Obesity is a relative contraindication which may contribute to the failure of implants. The cause for breakage was established as overload of implant components. The analyses do not indicate a material failure.

Event description:
Translation: pain left femur without noticed trauma, limited mobility, instability of femur.